Manufacturer narrative:
Analysis could not confirm the complaint reported in the field. Since the distal portion of the lead was not returned, a complete investigation could not be performed. The returned lead portion revealed no anomalies.

Event description:
It was reported that several episodes of noise were recorded which could be reproduced with arm movement and the patient bending forward. The patient was admitted to the hospital for lead replacement. X-ray did not reveal any conductor anomalies. During the explant procedure, an insulation anomaly was noted at the proximal portion of the lead.